Manufacturer narrative:
The endowrist 30 green reload was found to have an exposed knife and had a firing failure based on a log review. The reload was also found to have cartridge damage in the knife track and lodged staples in the pusher pockets. The endowrist 30 blue reload was found to have an exposed knife and had a firing failure based on log review and during in-house inspection. The reload was found to have mechanical indentation damage to the knife blade as well as cartridge damage. The endowrist 30 curved tip stapler instrument was driven on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly and the instrument clamped, fired and unclamped without any issues. The stapler logs show for the endowrist 30 curved tip stapler instrument used during this event, show it was installed on the system 7 times and fired 6 reloads (1 green, 1 white, 1 green, 1 white, 1 green, 1 blue, in that order). On install 6 (green reload), the successful clamp was followed by a firing failure. The firing stopped at about 50% completion. On install 7 (blue reload), the successful clamp was followed by a second firing failure. This firing stopped at about 51% completion. This stapler instrument was then removed and not used again in the procedure. Refer to medwatch report (MDR) with patient identifier #(B)(6) for additional information regarding the endowrist 30 blue reload firing event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, while using the endowrist 30 curved tip stapler instrument across the bronchus, a partial fire occurred when firing a blue 30 reload accessory, followed by a green 30 reload accessory. The bronchus was clean with no tissue or lymph nodes around the bronchus at the time of clamping and firing. The first fire, staples were deployed and the tissue was cut; but the reload aborted firing halfway through, with the blade exposed upon removal. The second fire, was placed over the previous attempted fire, staples were deployed and the tissue was cut; but the reload aborted firing halfway through again. Surgeon was not confident that formed staples were seen pass the cut line. The surgeon then switched to the sureform 45 stapler instrument and fired a black 45 reload accessory and completed the fire. Surgeon stated there was no bleeding, and no tissue being pushed forward or dragged during the firing process. There were no post-operative complications and the patient was discharged home. The procedure was completed robotically with no reported injury.